Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing until drain 1 of 4 was completed. The patient was connected to the homechoice pro device at the time of the event. It was reported a high drain 101 alarm was generated with a drain volume of 4292 ml. Renal therapy services (rts) assisted the patient to manually drain, and it was reported draining relieved the symptoms. The initial drain alarm (ida) was set at 0ml with a last fill volume of 2000 ml. Rts explained the ida requires a setting greater than 0ml and advised the patient to contact the registered nurse regarding the ida setting. There was no medical intervention associated with this event. No additional information is available.